Event description:
It was reported that prior to use the hub detached when removing shield with a bd syringe 0.3ml 30ga 8mm. The following information was provided by the initial reporter, translated from japanese to english: the hub was detached when removing the shield.

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that the hub was detached when removing the shield. The returned syringe was tested and the hub-needle assembly did not separate from the barrel when removing the shield. No defects were observed on the returned sample or the attached photos. Unable to perform DHR check due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use the hub detached when removing shield with a bd syringe 0.3ml 30ga 8mm. The following information was provided by the initial reporter, translated from (B)(6) to english: the hub was detached when removing the shield.